Event description:
Product manager reported problems with custom made extension stem and head. The stem and the head did not match precisely. The two implants were implanted. No adverse consequences reported at the moment.

Manufacturer narrative:
Device will not be returned as it remained implanted. No evaluation will be performed. If device or additional information becomes available, it will be submitted on supplemental report.